Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR reports: 1627487-2020-01927 and 1627487-2020-02032. It was reported the patient's scs system was replaced due to lead migration. To address the issue, the physician decided to replace the patient's scs leads. The physician also replaced the ipg because of the device possibly nearing the end of service.

Event description:
Related MFR reports: 1627487-2020-01927 and 1627487-2020-02032.